Event description:
A representative reported that during a surgical replacement procedure due to normal pump longevity, the doctor was unable to aspirate the existing catheter. The new pump had already been connected to the existing catheter, and the suturing was underway; so a 0.3 ml prime of the new pump could not be done on the back table. It was unknown if the doctor saw fluid dripping from the exposed end of the existing catheter when it was removed from the old pump. The pump contained gablofen. The patient¿s outcome was requested.

Event description:
It was later reported that the doctor decided not to do anything regarding the inability to aspirate. They left the pump as it was. As of two weeks after the case, the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).